Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure/surgery name: ais scoliosis correction / spine. Procedure/surgery date: (B)(6) 2018. Describe event post operative the most caudal set screw on the left side came loose out of the monoaxial screw. Due to this the rod was "losed" out of the caudal part of the construct. Surgeon removed total construct in a revision surgery what action was taken/required to manage the problem during the procedure? Primary surgery was on (B)(6) 2013. Post op problem occurred and on (B)(6) 2018 the revision surgery took place how long was the procedure prolonged as a result of the difficulties encountered with the device(minutes)? No delay. Problem occured post op.